Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display, audio/beep anomaly and unexpected restart. Customer's blood glucose at time of incident was unknown. Customer was explained the possible causes of blank display. Customer was advised to insert the new aaa alkaline battery and display did not return. Customer was advised to remove battery for 10 minutes and clean the battery cap contact and display did not return. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with blank display and had a constant tone due to cold solder joint on the mother board also, unable to verify a21 error alarm due to blank display. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.